Event description:
It was reported that "the rt's noticed the depth markings are up to 0.5cm off measurement." Additional information received on april 20, 2026, indicated that "no patient injury or consequence reported, no medical intervention required. The patient status is reported as "fine."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.